Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a290, lot# 0207381193, product type lead.

Event description:
Information was received from a healthcare professional, as part of a clinical study, regarding a patient who was implanted with a n eurostimulator. The patient reported pain on (B)(6) 2016. The patient experienced pain in the left and right leg and foot. Stimulation was suboptimal. The patient needed to recharge his programmer every three days. An examination on (B)(6) 2016 found that contact 3 was defective. A revision of the electrode was planned. The lead was repositioned on (B)(6) 2016, and the event resolved without sequelae. The event resulted in an urgent car visit and an unscheduled clinic or office visit. The device diagnosis was a contact 3 defect and suboptimal stimulation of the lead. The clinical diagnosis was pain in the left and right leg and foot. The etiology was not related to the implant procedure, but related to the device or therapy, specifically the lead.